Event description:
It was reported that a boston scientific field representative was called to a post anesthesia care unit (pacu) to check this patients cardiac resynchronization therapy defibrillator (crt-d) system after a non-cardiac surgery. Upon device interrogation, it was discovered that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms in the lv tip 1 vector. The representative checked the pace impedance in all other lv lead vectors, and they were in the approximately 500 ohms to 900 ohms range, which is within normal specification limits. It was noted that the last time the lv tip 1 vector was checked, the impedance was 825 ohms. The representative was able to program the lv lead to a different vector with in-range pace impedance measurements and the lead will continue to be monitored. The lead remains in-service. No patient symptoms or adverse patient effects were reported.